Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) due to spinal stenosis. Intra-op, the locking plate broke off while physician tried to turn the locking plate. The plate was fitted and bent to fit the patient anatomy and it was screwed into the vertebra before turning on and breaking. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the cervical plate was returned with one of the antimigration caps missing. Optical inspection of the area where the cap is missing did not reveal any damages that could contribute to the cap breaking off. It appears the antimigration cap was overloaded causing the cap to come loose and break from the plate. If information is provided in the future, a supplemental report will be issued.